Event description:
Additional information was received reported that the patient experienced an infection, and the pump was removed. The patient missed their appointment on (B)(6) 2012, came in on (B)(6) 2012, and the healthcare provider on that day was unable to access the pump. Another health provider could access, but couldn't get fluids in or out. The patient then went in on (B)(6) 2012 for a refill with the physician under fluoroscopy, however, when a healthcare provider attempted to access the pump, they were successful. The expected residual volume of the pump was 3.7ml, however, the actual residual volume was 0ml. The healthcare provider then injected 5 cc of saline and removed it fine, and the patient's pump was then refilled. The healthcare provider at the time of the refill noted the pump was ''wobbly,'' ''it was moving around a lot.'' They also reported that ''the patient had a lot of fluid in their stomach, ascites'', which they aspirated out while at the refill. The patient continued to leak fluid from stomach, and was sent to her family healthcare provider for follow up. It was then reported that the patient went to the emergency room, and it was found that there was an abdominal wall cellulitis infection. The pump was then explanted on (B)(6) 2012. When the culture was taken at the time of explant ''it was noted, there were large amounts of puss in the pocket'' and that the pump was ''grossly infected.'' The healthcare provider clarified that to mean that there was puss around the pump. The surgical healthcare provider did an open incision so they could do wound care and infectious disease was consulted. The patient was discharged from the hospital on (B)(6) 2012. It was later reported that he result of the culture found "many colonies of e. Coli." The patient was prescribed antibiotics at time of discharge; however, it was found upon follow up in the patients home that it did not appear that they had taken any. The healthcare stated that "the patient is not compliant, and was not scheduled to get another pump." The medication in the pump was hydromorphone.

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). Evr was 6.7 ml and the arv was 17.5 ml. Patient denied at first having increased in pain but after heath care provider (hcp) stated there had been a volume discrepancy the patient reported increased pain. The hcp planned to see the patient in two weeks to check the volumes. The pump was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, lot # j12526r16, implanted on: (B)(6) 2006, explanted on: unknown; 8590-1 dacron pouch lot # j12378r, implanted: (B)(6) 2006, explanted: unknown; 8835 personal therapy manager, serial # (B)(4). (B)(4).

Event description:
Additional information: patient reported pain at "9" on 1-10 scale to the home infusion rn. The health care provider reported cause of the event was unknown. The patient had several appointments to check residual but was a no show for one; appointment was rescheduled but they were unable to check for residual due to skin infection over pump from a cat scratch. The patient was to follow up (B)(6) 2012 for pump refill. The patient outcome was noted as no injury.

Event description:
Correction. The information summarized regarding the infection and pump system explant were incorrectly reported in this manufacturer's report. The patient codes c26726 c50739 c26715 c50717 and c2885 were incorrectly reported in this manufacturer's report also. The supplemental report filed was filed erroneously as a serious injury with intervention required. This reportable event type should have remained as a malfunction, with no intervention required. The reportable event which falls under serious injury with intervention can be found in manufacturer report # 3004209178-2012-06357 additional, please see manufacturer report # 3004209178-2012-06357 for all information regarding the infection and pump explant. The information which applies to this manufacturing report applied only to information regarding volume discrepancy only.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # j12378r, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type accessory. (B)(4).